Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced moderate granulation of vaginal tissue. She was treated with silver nitrate on (B)(6) 2015 and the event is considered recovering/resolving. There were no further patient complications reported as a result of this event.